Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associate to a low vault. Due to lens rotation not associated to a low vault, the lens was exchanged for a different model but longer length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associate to a low vault. Due to lens rotation not associated to a low vault, the lens was exchanged for a different model but same length lens. The problem was resolved. Cause of the event was reported as unknown. Claim # (B)(4).

Manufacturer narrative:
D2. Common device name: phakic intraocular lens, product code: mta corrected to qcb. Claim # (B)(4).

Manufacturer narrative:
G4. Premarket identification PMA/510(k): p030016 combination product corrected to no in the initial MDR. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the lens haptic torn. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).